Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a users unable to log into the stations. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that logins at stations were much slower than usual. A partial network outage was identified as the cause of freezing on the login screen for an extended time. A technical support specialist followed development¿s recommendation to disconnect the network cable to force the station into offline authentication mode, preventing the application from becoming non-responsive. Once logged in, the network cable was reconnected. This issue was reported to have been fixed in future versions, where a server setting was added to control the station's timeout setting in such situations. The system functioned as intended after the technical support specialist resolved the issue.